Event description:
The manufacturer received information alleging a trilogy evo flow sensor failed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.